Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2010, the patient was hospitalized for peritonitis. On an unreported date, the patient received a loading dose of vancomycin 500mg ip, and was started on cefizox 1gm ip once in a day. At the time of reporting, the patient remained hospitalized, the event of peritonitis was resolving. There was no mention of retraining the patient; therefore it was unknown whether the event of break in aseptic technique resolved. The root cause of the peritonitis was break in aseptic technique. Pd therapy continued. The nurse believed that the event of peritonitis was unrelated to pd therapy. The nurse did not comment on the causality regarding the event of break in aseptic technique to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A batch review will not be performed as the lot number is not known. This complaint was opened to address a patient reaction of peritonitis. The most probable root cause for this event of peritonitis is poor aseptic technique, as identified by the patient's nurse. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.